Event description:
It was reported that the pump touch screen was unresponsive and the battery was needing to be charged more often. There was no reported adverse impact to customer¿s blood glucose level. The customer declined troubleshooting further with tandem technical support. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.